Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances. Further testing will be attempted, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.